Event description:
During implant procedure, the guidewire was unable to advance in right ventricle (rv) lead. The event was resolved by replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to advance the guidewire in the right ventricular lead was not confirmed. As received, a complete lead was returned in one piece. Stylet was inserted through the proximal end of the lead all the way through with no restrictions noted. Visual and x-ray examinations of the lead did not find any anomalies.